Manufacturer narrative:
(B) (4) therapy/non-surgical treatment, additional. The device has been received but not evaluated by manufacturer, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
Note: this report pertains to first of two events that occurred during the same procedure. Refer to associated manufacturer report# 3005099803-2010-00735 for a description of the other event. It was reported to boston scientific corporation that two jagwires were used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010 according to the complainant, the physician was using a jagwire and a bsc ultratome to cannulate the mid common bile duct stricture; the physician noted that the jagwire peeled and the distal tip detached. The physician removed the fragments and attempted the procedure with a second jagwire, but faced the same issue and was also successful in removing the distal tip from the patient. The physician then used a non bsc guidewire, but was not able to cannulate and aborted the procedure. There were no issues for the ultratome. The physician did not reschedule the procedure and the patient is in stable condition and back to the ward. The physician rescheduled the procedure and will be referring the patient to the x-ray department for percutaneous biliary drainage.

Event description:
Note: this report pertains to first of two events that occurred during the same procedure. Refer to associated manufacturer report# 3005099803-2010-00735 for a description of the other event. It was reported to boston scientific corporation that two jagwires were used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B) (6) 2010 according to the complainant, the physician was using a jagwire and a bsc ultratome to cannulate the mid common bile duct stricture; the physician noted that the jagwire peeled and the distal tip detached. The physician removed the fragments and attempted the procedure with a second jagwire, but faced the same issue and was also successful in removing the distal tip from the patient. The physician then used a non bsc guidewire, but was not able to cannulate and aborted the procedure. There were no issues for the ultratome. The physician did not reschedule the procedure and the patient is in stable condition and back to the ward.

Manufacturer narrative:
A visual examination revealed that the pebax tip was missing along a 4 cm length exposing the core wire. There was 0.5 cm of pebax present adjacent to the flare and at distal tip. The exposed core wire still has traces of adhesive. The wire has evidence of having come in contact with a sharp metal instrument. The condition of the returned incident device was consistent with the complaint that the device coating peeled. The manufacturing process for this device includes testing and inspections to ensure each product meets all material, assembly and performance specifications prior to shipping. The most probable root cause is caused by other device. The instructions for use under precautions and warnings state: "caution: do not use with metal-tip catheters. Withdrawing the guidewire through a metal tip catheter may damage surface of guidewire" "use a single-use sphincterotome to ensure that the material between the lumens has not been compromised". In addition, the instructions advise:"dip the distal tip (the non-striped dark portion) in sterile water to activate the hydrophilic coating. This will make the coating lubricious for selective cannulation. A review of the device history record showed no anomalies related to the complaint that could have contributed or affected the functionality of the device. A labeling review was performed and no anomaly was found.

Event description:
Note: this report pertains to first of two events that occurred during the same procedure. Refer to associated manufacturer report# 3005099803-2010-00735 for a description of the other event. It was reported to boston scientific corporation that two jagwires were used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2010 according to the complainant, the physician was using a jagwire and a bsc ultratome to cannulate the mid common bile duct stricture; the physician noted that the jagwire peeled and the distal tip detached. The physician removed the fragments and attempted the procedure with a second jagwire, but faced the same issue and was also successful in removing the distal tip from the patient. The physician then used a non bsc guidewire, but was not able to cannulate and aborted the procedure. There were no issues with the ultratome. The physician did not reschedule the procedure and the patient is in stable condition and back to the ward. The physician rescheduled the procedure and will be referring the patient to the x-ray department for percutaneous biliary drainage. Another ercp was not performed and is not planned at this time. Percutaneous biliary drainage was performed without issue.